Manufacturer narrative:
This follow-up report is being submitted to document that the product has been returned for investigation and to add an h6 device problem code that was omitted from the initial report. H6 medical device problem code a01 (patient¿device interaction problem) has been added. Section d9 has been updated to indicate that the product was returned for investigation. The h6 component code, type of investigation, investigation findings, and investigation conclusions have been updated to reflect that the product has been returned and that the investigation is currently in progress.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 82-year-old male was implanted with impella cp for support of heart failure. It was reported that during support patient had episode of ventricular tachycardia overnight. Patient had oozing at insertion site which was reported to have resolved after dressing change. No current oozing during rounding. 2 units of packed red blood cells were given, and impella activately weaning with possible explant.